Event description:
Medwatch complaint received: "during a right video-assisted thoracoscopic surgery (vats) and lower lobectomy, patient was in lateral position for right side exposure. Anesthesia had been asked to use a lung blocker or isolation device to prevent ventilation of the lung the surgeon was wanting to operate on. Anesthesia successfully placed the device. However, the device failed to prevent the patient's lung from inflating. The balloon sheared off from the tubing and as a result, the balloon would not stay inflated to prevent the lung from filling. The surgeon was forced to stop the procedure, while anesthesia did troubleshooting of the situation. It was determined by anesthesia that it would be best to use a new device. The new device worked as expected." No patient harm was reported.

Manufacturer narrative:
Qn#(B)(4). Uf/importer report # (B)(4). The sample was returned to the manufacturer for investigation. Manufacturer reports that a visual exam was performed and no defects were observed. Functional testing was also performed and both cuffs of the device were inflated with a syringe. It was found that one of the cuffs did not fully inflate. The cuff was immersed in water and bubbles were observed indicating a leak. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. The root cause was found to be supplier related - there was not a sufficient amount of glue around the extrusion.

Manufacturer narrative:
(B)(4). Uf/importer report # (B)(4).

Event description:
Medwatch complaint received: "during a right video-assisted thoracoscopic surgery (vats) and lower lobectomy, patient was in lateral position for right side exposure. Anesthesia had been asked to use a lung blocker or isolation device to prevent ventilation of the lung the surgeon was wanting to operate on. Anesthesia successfully placed the device. However, the device failed to prevent the patient's lung from inflating. The balloon sheared off from the tubing and as a result, the balloon would not stay inflated to prevent the lung from filling. The surgeon was forced to stop the procedure, while anesthesia did troubleshooting of the situation. It was determined by anesthesia that it would be best to use a new device. The new device worked as expected." No patient harm was reported.